Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400-600 mg/dl. Reportedly, the customer gave a manual injection to address their bg level. The customer alleged that the pump did not deliver boluses, however this could not be confirmed . The customer acknowledged and continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. -drafted.